Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer filled the cartridge with over 300 units. It was noted that the customer received a low insulin alert after 38 units of insulin were delivered. The customer's blood glucose level was not impacted and the customer changed the cartridge. Reportedly, the customer would continue to use the pump until replacement pump is received.